Manufacturer narrative:
An event regarding infection and corrosion involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection was completed as part of the mar dated (B)(6) 2015. Adhered debris and discoloration were observed on regions of the trunnion surfaces and just below the distal edge of the trunnion. The material analysis report concluded: portions of the femoral stem trunnion and femoral head taper surface were discolored and covered in dark adhered debris. The surfaces and debris were characteristic of a mechanically assisted corrosion process. No material or manufacturing defects were observed on the devices examined. Medical records received and evaluation: a review of the medical records and material analysis report by a clinical consultant diagnosed: infection of arthroplasty as procedure-related complication of total hip arthroplasty without device-related aspects. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and the reported sterile lot. Conclusions: a review of the event by a clinical consultant diagnosed: infection of arthroplasty as procedure-related complication of total hip arthroplasty without device-related aspects. No further investigation is possible at this time. If additional information such as pathology reports become available, this investigation will be reopened.

Event description:
Third party distributor, (B)(4), has reported on behalf of the customer, mr (B)(6), that a (B)(6), female patient weighing (B)(6) has had to undergo an unanticipated revision on her right hip reportedly due to suffering from pain for a year. Whilst performing the surgery, mr (B)(6) reported that 60-70 ml of a cream coloured puss was observed, along with a thickened capsule. The customer has reported that the implants were removed and a spacer was inserted. The customer has reported that a specimen of the creamy coloured fluid was sent for culture and sensitivity testing along with a specimen of tissue from the femur and the acetabulum. The customer has reported that all specimens came back as clear. The customer has reported that the implants were initially implanted on (B)(6) 2009. Please note, all devices are available to return apart from 623-10-36e, lot 28940901.